Event description:
Consumer used the gum deep clean toothbrush and got a cut in their mouth and the toothbrush broke.

Manufacturer narrative:
·Section b.5 - moved "toothbrush broke" before "got a cut".

Event description:
Consumer used the gum deep clean toothbrush and the toothbrush broke and they got a cut in their mouth.